Event description:
Customer originally reported an abnormal noise coming from the transformer and something rattling around in the adapter. On (B)(6) 2013 - upon receipt of product, a breach in the transformer housing was noted.

Manufacturer narrative:
A replacement power supply was sent to the customer. Contact was not made with the customer to obtain additional info regarding this event. The customer originally reported an abnormal noise coming from the transformer and something rattling around in the adapter. On (B)(4) 2013 - upon receipt of the product, a breach in the transformer housing was noted. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated (B)(4) in order to determine root cause and will continue to be monitored. Should additional info or the original product be received, resulting in a new, changed, or correct info, a f/u report will be filed. Eval summary: a visual exam of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry. A visual exam of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 14 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured as open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured at 54.51 ohms, which is normal and indicates that the thermal fuse did not blow.